Event description:
Complainant reported that spouse is a cancer pt and receiving morphine sulfate via an abbott air plus pump. Complainant stated that spouse has been using this type pump since the end of may and has had to replace it at least 3 times due to malfunction. Pt apparently received about a 3-day dose of the morphine sulfate in about 3 hrs.